Event description:
It was reported that the patient experienced infection.  The complete implantable pulse generator (ipg) system was explanted.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4261-59 lead implanted. If information is provided in the future, a supplemental report will be issued.